Event description:
It was reported that during a procedure to treat an atrial fibrillation an intellanav stablepoint open-irrigated catheter was selected for use. The irrigation flow to the catheter was insufficient. The generator showed the error message d05 excessive temperature multiple times continuously. The catheter was removed from the patient and flushed with a pump, but the irrigation output was weaker than usual. The pump flow rate was 17ml/30ml.the catheter was replaced with another of same model and the procedure was completed successfully. No patient complications were reported. The device has been received at a boston scientific post market laboratory.

Manufacturer narrative:
Intellanav stablepoint open-irrigated was evaluated by boston scientific. Visual inspection noted that the device does not have visual defects. Functional test found that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Flow test noted the device was connected to a metriq pump and was purged at 60 ml per minute. All six irrigation ports flow freely. The pump was programmed to 30ml per minute and the device was irrigated for 5 minutes without any errors or pump messages. The continuity test was performed and the device was found within specifications. No shorts or opens were detected. Rf ablation test twas done and verified by using the maestro generator 4000 and metriq pump. Laboratory analysis was unable to confirm the reported clinical observations. Device was found within specifications.

Event description:
It was reported that during a procedure to treat an atrial fibrillation an intellanav stablepoint open-irrigated catheter was selected for use. The irrigation flow to the catheter was insufficient. The generator showed the error message d05 excessive temperature multiple times continuously. The catheter was removed from the patient and flushed with a pump, but the irrigation output was weaker than usual. The pump flow rate was 17ml/30ml.the catheter was replaced with another of same model and the procedure was completed successfully. No patient complications were reported. The device has been received at a boston scientific post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The intellanav stablepoint open-irrigated has been received at a boston scientific post market laboratory where it is awaiting analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.